Manufacturer narrative:
Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Device sensing, pacing, lead impedance, high voltage charging, and high voltage shock impedance were tested, and the device function was normal.

Event description:
Related manufacturer report number: 2017865-2024-73539. It was reported that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were extracted due to patient death. The cause of death was indicated as cardiogenic shock and acute systolic heart failure. There was no allegation of malfunction. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.